Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance . After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had low battery issue and the customer had low blood glucose level. The customer¿s blood glucose level was 70 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.